Event description:
It was reported that insulin was placed in pump cartridge but pump did not read insulin amount correctly, and issue occurred sporadically. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support and was already in process for renewal pump, and no additional information was received regarding the outcome of the event.